Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. On an unknown date, a reintervention was performed for unknown indication at another hospital. An additional gore stent graft was placed distal to the previous devices. (This event has been separately reported under report number: 2017233-2025-06888) as this procedure was performed at another hospital, the device identity was unknown. The physician and field sales associate confirmed that the implanted device was conformable gore® tag® thoracic endoprosthesis or gore® tag® conformable thoracic stent graft with active control system based on CT imaging but could not identify which one. The CT imaging also showed the device size was 40 mm × 15 cm. In (B)(6) 2025, a follow-up examination revealed distal stent graft-induced new entry tear (dsine) at the distal end of the later added device. Also, there was suspected infection on the graft used for total arch replacement. There was no information that the infection spread to the stent graft products. No treatment was given for the suspected infection. On (B)(6) 2025, another reintervention was performed. Additional two stent grafts were implanted to cover the dsine. The patient tolerated the procedure. The reporting physician commented as follows: although the details were unknown, the device implanted at another hospital seemed oversized.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.